Manufacturer narrative:
An investigation was performed that determined damages to the shaft and failed electrical leak test was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the x8-2t transducer had a hole in the shaft and failed the electrical safety test. The transducer was associated with an epiq 7c ultrasound system. The issue was found outside of patient use and there was no patient or user harm associated with this event. Philips has started an investigation and upon completion, a follow up report will be submitted.